Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the fracture runs circumferential to the shaft, through the dowel pin hole. The shaft diameter is conforming to print specification. Strike marks are seen on the strike plate indicating use during a potential field age of approximately 6 years. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the instrument fractured during a procedure. The patient was not impacted by the fracture and no pieces fell into the patient.